Event description:
It was reported that a user received a pairing failed notification when attempting to scan a new fsl3+ sensor, after which the agent instructed the user to toggle settings and rescan, resulting in successful pairing and display of the warmup timer. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included remote troubleshooting and user education that confirmed successful device pairing and normal sensor warmup behavior. Investigation of this case revealed that the initial connectivity issue resolved through standard pairing troubleshooting, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity setup that resolved with routine corrective actions.